Manufacturer narrative:
This MDR should be considered cancelled. The customer provided additional information that no false positive ore erroneous results were obtained.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the equipment gives a positive result but the growth units cannot be visualized."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the equipment gives a positive result but the growth units cannot be visualized."